Event description:
It was reported that the mobile power unit (mpu) will not be returning for an evaluation and that the serial number of the product is unavailable. The cause of the no external power alarm was not identified by the customer. It was unknown if the mpu had a v-lock connector on the ac power cord and it was unknown if the power cord came loose at the wall or outlet at the back of the unit. Additionally, it was unknown if there were there any environmental circumstances that affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation findings: the reported event of a no external power alarm event was confirmed with the submitted log file. The log file captured a no external power alarm event on (B)(6). According to the voltage values, there was a loss of power from the mobile power unit and the system controller reverted to the internal 11v backup battery for power. Power was restored from the mobile power unit and the alarms cleared. The system operated within the stored patient speed value (5,200 rpm) and low speed value (4,800 rpm) for all events. It was noted the log file was retrieved from system controller (serial # (B)(6)). To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including no external power alarm. No external power alarm immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number of the mpu was requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file contained a low voltage hazard/no external power event on (B)(6) 2021 where the mobile power unit (mpu) lost total power enabling the backup battery in the controller until power was restored to the mpu. The event lasted approximately 5 seconds.